Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 6 rp articulating surface spring fell off during cleaning. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device confirms the reported event. A component was found to be missing. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Additional information received states that the spring was present for the entirety of the case. It was lost during cleaning by spd and not lost in the patient.